Event description:
It was reported that the user accidentally sat on the ilet, resulting in a cracked outer-perimeter screen and a nonresponsive device, consistent with a fracture affecting the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with external force damage to the touchscreen, aligning with a device fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.